Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead passed through the introducer without difficulty and was fixated initially with good measurements, although the threshold was slightly high. After some moments, the rv lead was re-tested, however the threshold remained high and the r-wave values dropped. The physician attempted to reposition the rv lead, but the helix failed to retract from the myocardium. The rv lead was subsequently capped and left in place due to the risk of pulling the rv lead out. A new rv lead was implanted successfully. No patient complications have been reported as a result of this event.